Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 985 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer reported that insulin pump had received an insulin flow blocked alarm. Customer states the insulin exited. Customer states the cannula was bent. Customer was not able to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.